Event description:
While impacting the femoral construct for the total knee, the pt's femur sustained a fracture. Surgery was delayed for 20-30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.